Manufacturer narrative:
The device was returned and investigation found the linkage assembly was not fully retracted before opening the pod and the formed needle was visible in the exposed soft cannula. After opening the pod the linkage assembly fully retracted and score marks were found on the top housing. This indicates a misalignment between the linkage assembly and top housing which caused the formed needle to not fully retract. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / pages 48; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported while a patient was wearing a pod between 24 and 36 hours their blood glucose level was over 250 mg/dl. As treatment, the patient self administered shots of insulin.